Event description:
Caller reports the following coaguchek s/xs results were obtained: 4.3 inr/3.3 inr; 4.4 inr/3.4 inr. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
Reference medwatch report with (B)(6) for the suspect device used in the coaguchek s system.